Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed on top of the right femoral artery graft and another plug was deployed on the right femoral vein. The right femoral vein oozed after deployment and manual compression was held for 20 minutes to achieve hemostasis. The right femoral artery site looked good. Later that evening the pt lost pulses in the right leg and was taken for an angiography. A clot/obstruction was noted in the graft site, but not at the puncture site, but proximal to it. The radiologist removed the collagen from the tissue tract. The pt bled shortly after from the site and it was thought that there was a collagen insertion at the site. The following morning another angiogram was performed and the obstruction remained. A "pta" was performed and the artery opened. The pt was taken to surgery for a femoral/popliteal bypass which was needed despite the obstruction. The surgeon found "flakes" in the blood. The physician noted in the pt's chart that the occlusion was not caused by intra-arterial collagen insertion into the graft.